Event description:
It was reported that the right atrial (ra) lead exhibited undersensing causing device classified false termination of some episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 680r28 heart ring, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.